Manufacturer narrative:
Discordant negative antibody screening result for one patient with an anti-e(rh3) antibody. The camera misread reported by the customer could not be confirmed, there was no evidence of any systematic failure of the ortho clinical diagnostics analyser to perform as intended. The most probable root-cause is sample-related, patient¿s antibody being weak and at or around the detection limit of the reagent and technique used. No general product failure or trend was identified. No biased result was reported to a physician. The patient was not harmed. If a significant antibody is not detected during antibody screening/identification ¿ or is not identified upon further testing ¿ the patient may be transfused with antigen-positive blood and suffer a hemolytic transfusion reaction. The likelihood of a serious injury, while not frequent, is not remote. (B)(4).

Event description:
The customer is complaining about what was described as a discordant negative antibody screening result in a patient with an anti-e(rh3) antibody using ortho biovue system in conjunction with their ortho vision biovue analyser. Complainant/ complaint reporter: ms. (B)(6) ¿ senior biomedical scientist. Date of event: (B)(6) 2018. Reported: (B)(6) 2018 by ms. (B)(6) to the ortho account manager who advised the customer to contact the orthocare helpdesk; ms. (B)(6) reported to customer care (B)(4) outside of normal working hours on friday (B)(6) 2018, customer care (B)(6) subsequently reported the issue to the orthocare helpdesk on tuesday (B)(6) 2018 following a (B)(6) bank holiday. This was not escalated on time as per procedure. Software version: j60002843 ¿ 5.11.2. Reagents: 0.8% surgiscreen lot 8ss9062 exp. 04 september 2018 (manufactured 03 july 2018). Ortho biovue system poly cassette lot ahc646a exp. 16 september 2018 (manufactured 16 january 2018). Resolve panel c lot number and expiry date not provided. Patient information: (B)(6) year old patient, known historically to have an anti-e(rh3) antibody. Sample ID: (B)(6). No further information provided. The customer said that they tested the patients sample for antibody screening in indirect antiglobulin testing (iat) using ortho biovue system poly cassette and 0.8% surgiscreen in conjunction with their ortho vision biovue analyser and they had obtained the following results: (B)(6). The customer said they would have interpreted the cell 2 result of the repeat antibody screen as 0.5+, the analyser interpreted this as negative. The customer said that on the same day, they tested the sample (sample ID: (B)(6)) for antibody identification using resolve panel c and they were able to identify an anti-e(rh3) antibody in keeping with the patients history. No further information provided. The customer said no biased result was reported to a physician. The customer said that the patient was not harmed as a result of the reported event.